Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73b1800190 investigations did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip fell from the applier and was not locking at the jaw. There was no patient injury.

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. No other defects or anomalies were observed. Reference file (B)(4) for investigation photos. This sample was inspected with a r & d engineer. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load into the jaws of the device and was successfully attached to over-stressed surgical tubing. This was repeated with the same result for the remaining clips. The sample was received with 12 clips remaining in the channel indicating that 3 clips were fired by the end user. Although the remaining clips were all able to fire properly, the broken ratchet ears could prevent the clips from properly loading into the jaws. Based on the condition of the returned sample, it was determined that the broken ratchet ears were caused by operational context. Other remarks: the IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip fell from applier and not locking" was not confirmed based upon the sample received. One device was returned. Upon functional inspection, all of the remaining clips were able to properly load into the jaws of the device and successfully attach to over-stressed surgical tubing. However, the device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 12 clips remaining in the channel indicating that 3 clips were fired by the end user. Although the reported complaint issue could not be confirmed since all of the remaining clips were able to fire from the device, there was a defect confirmed for this sample. The broken internal ratchet ears could lead to loading issues of the clips. Based upon the observed damage, operational context caused or contributed to this event. Additional method code: 26.

Event description:
It was reported that the clip fell from the applier and was not locking at the jaw. There was no patient injury.